Manufacturer narrative:
On an unreported date in early (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date in the same month as the onset, the patient was treated with unspecified antibiotics (dose, frequency, duration and route were not reported) for peritonitis. The patient finished their antibiotic treatment; however, did not fully recover from peritonitis, subsequently, 14 days prior to receipt of this report, the patient was hospitalized for the peritonitis. The patient¿s pd catheter was removed and they were switched to hemodialysis. At the time of this report, the patient¿s outcome was not reported. No additional information is available.